Manufacturer narrative:
On 29-jan-2021, the lot number of the suspected medical device was identified based on available information. The lot number of the suspected medical device is 266103. The date of implantation was estimated as (B)(6) 2004 based on available information. On 1-feb-2021, the investigation on the suspected medical device was completed. The relevant fields have been updated. Investigation summary: mentor conducted a visual inspection, leak test and microscopic examination of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor's procedures. Findings revealed a tear on the anterior view, near to the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2020, it was found that the incorrect date of explantation was reported on the initial report, and the lot number of the suspected medical device was omitted on the initial report. Manufacturer's reference number: (B)(4) on the initial report, the date of explantation was reported as (B)(6) 2020. However, the actual date of explantation was (B)(6) 2020. The lot number of the suspected medical device was either 266103 or 263799. Follow-up is currently in progress for clarification. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The relevant fields have been updated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent explantation on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2003 based on available information.